Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a correction bolus via the pump. A system check was being performed by tandem technical support, however, the customer wasn¿t able to complete the check at the time of report. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. Customer changed the necessary supplies and resumed insulin therapy.